Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the mid left anterior descending (lad). The lesion was calcified, moderately tortuous, and had a 90% stenosis. The physician attempted to advance the 3.50x28mm taxus express2 drug eluting stent delivery system (sds) to the mid lad, but was unable to cross the lesion. The sds was withdrawn from the pt. The physician noticed that the edge of the stent was damaged. The procedure was completed with a different device. No pt complications were reported.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.